Event description:
It was reported that this pacemaker was explanted due to low battery. The device was replaced without incident. The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was explanted due to low battery. The device was replaced without incident. Upon receipt at our post market quality assurance laboratory, the device was still within sterile packaging suggesting the device was never implanted. The local area field representative confirmed that the clinical observation of premature battery depletion was found during pre-implant testing. This device was never implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.